Event description:
Healthcare professional reported left side "pain and capsular contracture 3". Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6) . Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "pain and capsular contracture 3". Healthcare professional later reported capsular contracture, baker grade IV. Capsulectomy was performed. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Inflammation/irritation: unable to observe. As per the investigation procedure, creases, particles and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Healthcare professional reported left side pain and capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, h6.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. Capsulectomy was performed.